Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had stuck on blue screen and rss was not installed properly. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was reported as stuck on the windows desktop with pyxis not launching despite multiple hard boots and incorrect remote support service (rss) configuration. A field service engineer (fse) performed a hard reboot, cancelled the carefusion admin auto logon, logged in carefusion admin, re enabled auto logon in the station configuration utility, and rebooted, but the issue persisted. The fse then attempted to repair remote support service (rss) by copying rss 4.12 installation files to the d: drive, extracting them, reinstalling the agent, and attempting rss atlas agent registration, which initially failed with proxy errors even after restarting rss services. After reattempting auto logon configuration, the station successfully prompted for administrator confirmation and launched pyxis normally. The fse performed a full uninstall and reinstall of rss using updated component manager instructions provided by technical support specialist. Following installation and reboot, the station registered as live in rss and consistently auto logged into carefusion application and launched pyxis without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had stuck on blue screen and rss was not installed properly. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.